Event description:
As reported, during a procedure, the fasteners of capsure device came out connected one to another (two fasteners at a time). There was no patient injury. As reported, another capsure was used to complete the case. Addendum: as reported, the procedure performed was a postoperative ventral hernia repair (povh) and the first four fasteners were successfully fixated. It was reported that the problem occurred after 5th fastener deployed, the fasteners came out connect to each other were not fixated and removed from the patient's body. Another capsure was used to complete the case. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure device fasteners came out connected one to another. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results, and additional information provided. Review of the returned sample could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the fasteners of capsure device came out connected one to another (two fasteners at a time). There was no patient injury.

Manufacturer narrative:
As reported, the capsure device fasteners came out connected one to another. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.